Manufacturer narrative:
Additional information: the two resolute onyx coronary drug eluting stents were implanted in the proximal right coronary artery (rca), circumflex (cx). It was stated that the thrombus occurred in both vessels that the stents were implanted in, the rca and the cx. An anti-platelet medication was also administered to treat the thrombus. Open heart surgery was performed on the patient. Revascularization was carried out with rewiring and ballooning of both stents in the rca and cx. It was stated that there were no issues noted during stent deployment with it being noted that deployment was really smooth and quick. The stents were fully expanded. It was assessed that the thrombus event was not specifically related to the use of the resolute devices. The patient was on dapt at the time this thrombotic event occurred. It was reported that the patient is doing well. It was also stated that the patient had another resolute integrity stent implanted in the rca, seven years previously. Relevant history (b7) updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two resolute onyx coronary drug eluting stents were implanted in the proximal right coronary artery (rca), obtuse marginal (om). It was reported that acute stent thrombosis occurred between 0-24 hours post stent implantation. The physician continued to provide and change anti-coagulation medication but the patient continued to thrombus. Approximately 6 days later the patient was sent to surgery. It was stated that the patient tested covid positive two weeks prior to the event. The physician believed that covid impacted the patient's affect to anti-coagulation.